Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had crack. Customer's blood glucose level was 120 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had crack at back opposite side of the reservoir. Customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.